Event description:
The customer states that when processing patient samples using the architect bhcg assay, results obtained are not reproducible. One patient sample generated a falsely positive bhcg result of 31 miu/ml. When the sample was repeated, a negative result of <1.2 miu/ml was obtained. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer indicated calibration and control performance for bhcg were acceptable. Testing was performed at the customer site, and indicated that carry-over occurred when testing negative samples subsequently to positive samples impacting the negative sample results to be falsely elevated. The probe had been on the system approximately a month. After the probe was changed, and calibrated, additional testing indicated no carryover occurred. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.